Event description:
It was reported that the patient presented for an implant procedure. During the placement of the lead, it was noted that the right ventricular (rv) lead exhibited high capture threshold, high pacing impedance and r-wave amplitude variation. It was also noted that the helix of the rv lead failed to extend and failed to be retracted after multiple attempts. The lead was not used and replaced during procedure. The patient was discharged.

Manufacturer narrative:
The reported events were helix mechanism issues, high capture thresholds, high pacing impedance and r-wave amplitude variations. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one with the helix found extended and clogged with dried blood/tissue. X-ray inspection found over torqued inner coil at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix can be retracted and extended by applying torque directly at the inner coil. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue and over torqued of the inner coil. The reported events of high capture thresholds and r-wave amplitude variations were confirmed. Electrical testing found internal shorting between conductor coils due to over torqued inner coil consistent with procedural damage. The cause of high capture thresholds and r-wave amplitude variations was due to internal shorting due to over torqued inner coil. The reported event of high pacing impedance was not confirmed. The entire lead was examined and no indication of fractures on any conduction paths was found.